Event description:
It was reported that this right atrial (ra) was surgically abandoned due to fracture. A new lead with different model was successfully implanted. Furthermore, the patient with this lead was experiencing discomfort and pain post-surgery. No additional adverse patient effects were reported.